Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from switzerland that during service and evaluation, it was observed that the mechanics, needle bearing and eccentric shaft were corroded, housing was worn, and clamping sleeve marking was illegible on the sagittal saw attachment device. It was further determined that it was difficult to move the attachment. It was noted in the service order that the device would not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the needle bearing was corroded and defective, eccentric shaft was corroded, housing was worn and clamping sleeve marking was illegible. It was further determined that the attachment was difficult to move. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.